Manufacturer narrative:
Taper I. (B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the rptr, the connector type is assumed to be a taper I. The rptr of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. The rptr of the event was asked to return the product for analysis. Allergan has not rec'd the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Reported by surgeon as a leak in the lap-band system with the access port removed and replaced.